Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc231750, model: sc-2317-50, (B)(4).

Event description:
It was reported that the patient was experiencing procedural pain. The patient underwent an explant procedure wherein all devices were explanted and were not returned. The patient was doing well postoperatively.